Event description:
It was reported that during an initial knee procedure, a tibial resection instrument fractured. There was no surgical delay and no adverse events have been reported as a result of the malfunction. No further information is available.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet warsaw for evaluation as the product location is unknown. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified one of the spikes had fractured. The product was not returned for further evaluation. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.